Event description:
Surgeon attempted to insert the essure device into the fallopian tube. The essure coil broke. The device was removed and the coil was removed from the patient. Another "like" device was inserted without issue.